Event description:
The customer reported oil mist from the unit. The customer stated that there were no injuries reported related to the oil mist. The customer reported that some of the employees complained of a "funny taste". The asp field service engineer repaired the unit.

Manufacturer narrative:
.